Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. UDI number is not available due to the limited information provided by the reporter. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a preloaded lens was delivered backwards and had to be flipped in the eye. The following day the patient experienced corneal edema. Additional information has been requested but none has been received yet.